Manufacturer narrative:
A follow up medwatch will be submitted when additional information becomes available.

Event description:
Hl20 pump displayed the error message "run away". Reference number: (B)(4).

Manufacturer narrative:
According to the information provided by the field service technician (fst) on 2020-10-08: the fst reported that when the hl20 was pre-flushed and the pipe was dismanteled, the remaining liquid in the pip was sprayed onto the tachometer. After that, the device alarmed: "run away". The device operates normally after wiping the liquit off the tachometer. The reported failure was "error message: runaway". The most probable root cause could be determined to liquid on the tachometer. The reported failure "error message: runaway" could be confirmed. The reported failure "error message: runaway" did not happen during patient treatment. The hl20 in question was responsible for this complaint/event. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Reference number: (B)(4).